Manufacturer narrative:
Following the evaluation of the device, the fse replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
A unit with battery failure was reported to philip's international remote service engineer. It was indicated the unit does not work without plugging in. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.